Event description:
It was reported that during preparation, the cs100 intra-aortic balloon pump (iabp) unit alarmed low vacuum. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected that the iabp cs100 machine, it was found that the calibrate test: failed was caused by a defective manifold drive set causing an alarm. Low vacuum correction: bidding on spare parts is as follows: manifold drive. The company will send bidding documents to you later. The device was not repaired. Since the customer cancelled the repair due to high repair costs and the machine's service life was overdue. The hospital has cancelled the use of the machine and is purchasing a new machine to replace it. H3 other text : customer cancelled call.

Event description:
N/a.